Manufacturer narrative:
Correction: initial reporter information were inadvertently populated on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress, chemical stress, or the storage environment caused cracks in the hedging joint. The event can be detected/prevented by following the instructions for use which state the following: "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "This instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found." "The storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity or exposed to x-rays and ultraviolet-rays. These could damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the forceps was not working properly. The reported issue occurred while reprocessing the subject device. There was no patient involvement. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive on the distal end (adhesive between distal end of the device and white ring) was cracked. This report is being submitted for the malfunction found during evaluation (distal end adhesive cracked).

Manufacturer narrative:
In addition to distal end adhesive cracked, service found there was a leakage due to deformed right/left knob, and deformed switch box. The air/water cylinder, and the suction cylinder was discolored. The grip was scratched, the forceps channel port was dented, the switch button #1 was deformed, expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the lock engagement lever, the scope connector was cracked, the light guide cover glass was scratched, the electrical connector was corroded due to water leakage, the scope identification (ID) was corroded due to water leakage, the forceps elevator was not moving smoothly due to a cut on the forceps elevator wire, the image guide protector was scratched, the universal cord was scratched, the adhesive round the objective lens was worn, and the adhesive around the light guide lens was worn. There was a leakage due to a pinhole on the connecting tube, and the bending section cover. In the ccd (charge-coupled device) unit, the position of the ccd cable had a limited length for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.